Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that pss reviewed guidelines. MRI not related to device and is related to her pinky. Redirected caller: patient's hcp pt wondered about having MRI of her left finger. Redirected caller: patient's hcp information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states her device where placed is very uncomfortable and would like to have this taken out. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. Additional information was received from the patient and it was reported that the step taken to resolve the issue is removal.